Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report forthe device failed electrical safety test was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycling without duplicating the report. An internal inspection resulted in no findings. The device log does not capture reports of this nature. The customer's report of defib and pacer disabled messages were observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The pace/defib engine board will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed the leakage current test and displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.